Event description:
It was reported "at the time of preparing the supplies and uncovering the device, it is found that the metal guide is fractured". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "at the time of preparing the supplies and uncovering the device, it is found that the metal guide is fractured". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned multiple components of an arterial kit for analysis. The components were returned within the packaging. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one kink towards the distal end. The guide wire was kinked in the same area where the outside packaging of the sac was also noted to have folds/creases. The lid stock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kink on the guide wire measured at 140 mm from the distal end. The guide wire total length measured 352 mm which is within the specification of 345-355 mm per the guide wire graphic. The guide wire outer diameter measured 0.510 mm which is within the specification of 0.508- 0.533 mm per the guide wire graphic. The guide wire was threaded through the returned catheter. Moderate resistance was encountered at the kinked portion of the guide wire, however, the undamaged portions of the guide wire passed as expected. The included IFU informs the user, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter." A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one kink near the same location as the bends and creases on the outside packaging. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "at the time of preparing the supplies and uncovering the device, it is found that the metal guide is fractured". No patient involvement.